Event description:
The port was blocked, swelling noticed on administration of urokinase. A dye study showed leakage of fluid from catheter/port junction. The port was placed 2/5/97.

Manufacturer narrative:
Product received for eval is small port with pre-attached open-ended catheter. Device is received with catheter fitted over port stem. Complete assembly measures 7.7 inches long. There are numerous needle puncture sites noted in port septum. Superiorly, strain relief is rolled over itself at cath-lock. Lot history review for this lot reveals no mfg issues and one similar complaint that is unconfirmed. Edges of penetrating damage are relatively straight, however, walls are rough and granular. This suggests blunt trauma. No associated damage is found in immediate area around slit or elsewhere along catheter's length. Easy reattachment of tubing and reapplication of condition sample was received in suggests tubing may have been broken away by user subsequent to explantation but prior to its return. This may have resulted in attempt to locate leak site. Port and catheter (together and independently) are patent and flushing. Complaint of subcutaneous catheter leak is confirmed. It should be recorded as user-related. Condition of port septum as well as its nine month life indicates numerous accesses with no reported complications. Complaint file documents that complications (swelling) did not occur until administration of urokinase was performed to clear a "blocked port." Microscopic eval of damage is consistent with blunt trauma. This combined evidence indicates leak may have resulted from pressurizing tubing during infusion of urokinase causing burst of catheter wall. Product instructions for use provides guidance for instilling medicinal agents for de-clotting occluded line, cautions user not to exceed 25 psi when administering infusates and gives instructions for location and access of port.